Manufacturer narrative:
It was reported that the light head allegedly started to come away from the spring arm. A stryker field service technician (sfst) was dispatched for investigation. Upon arrival, the sfst noticed the light head coming out of spring arm socket and found that the hidden set screw was missing. The sfst installed a new set screw, reset the brakes to the light and ensured the light was secured. Once secured, the light was returned to full use. There was no injury or adverse consequence reported.

Event description:
It was reported that the light head allegedly started to come away from the spring arm. There was no injury or adverse consequence reported.

Manufacturer narrative:
Stryker filed the original MDR,0008010153-2016-00105, with the result code grid populated as, installation problem. Through investigation, the root cause for the failure is the missing screw. It was confirmed to be present after manufacture and after install. There are no stryker service records between install and this complaint. It is unknown how the screw was missing. The result code grid for this supplemental has been populated with fracture problem.

Event description:
It was reported that the light head allegedly started to come away from the spring arm. There was no injury or adverse consequence reported.